Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed 2 separations on the catheter shaft. The 1st separation was located at .5cm from the strain and the 2nd at 32.5 from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the device broke. A fetch 2 thrombectomy catheter was selected for use during a procedure and broke. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device broke. A fetch&#60576;thrombectomy catheter was selected for use during a procedure and broke. No patient complications were reported.